Event description:
Patient called alleging that meter displays the "remove strip" icon. Patient contacted md for medical advice. Patient did not seek medical attention or call md. Customer service was unable to resolve the issue and sent patient a replacement meter.